Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5099685). This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back and hip pain') in an adult patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen sodium (aleve), paracetamol (tylenol) and salbutamol. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria hospitalization and medically significant), autoimmune disorder ("autoimmune disorder"), arthritis ("arthritis"), decreased appetite ("loss of appetite"), alopecia ("hair loss"), musculoskeletal pain ("joint and muscle pain"), gingival bleeding ("bleeding gums"), headache ("frequent headache"), numbness of upper extremities ("numbness and tingling in hands, arms, legs, feet"), dyspnoea ("breathing problems"), insomnia ("not sleeping good at night"), aphthous ulcer ("canker sores in mouth"), menorrhagia ("intense periods"), hypertension ("high blood pressure"), arthralgia ("hip pain"), snoring ("canker snore"), muscular weakness ("hand weak"), dysmenorrhoea ("intense periods") and numbness ("numbness") and was found to have antinuclear antibody increased ("ana levels high"), blood phosphorus decreased ("low phosphorus levels"), blood calcium increased ("elevated calcium levels"), the first episode of heart rate increased ("high pulse"), weight decreased ("weight loss") and the second episode of heart rate increased ("high pulse"). Essure treatment was not changed. At the time of the report, the back pain, autoimmune disorder, arthritis, decreased appetite, alopecia, musculoskeletal pain, gingival bleeding, headache, numbness of upper extremities, dyspnoea, insomnia, aphthous ulcer, antinuclear antibody increased, blood phosphorus decreased, blood calcium increased, hypertension, weight decreased, muscular weakness, the last episode of heart rate increased, dysmenorrhoea and numbness outcome was unknown. The reporter considered alopecia, antinuclear antibody increased, aphthous ulcer, arthralgia, arthritis, autoimmune disorder, back pain, blood calcium increased, blood phosphorus decreased, decreased appetite, dysmenorrhoea, dyspnoea, gingival bleeding, headache, hypertension, insomnia, menorrhagia, muscular weakness, musculoskeletal pain, numbness of upper extremities, snoring, weight decreased, the first episode of heart rate increased, numbness and the second episode of heart rate increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5099685) on 25-mar-2021. The most recent information was received on 25-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen sodium (aleve), paracetamol (tylenol) and salbutamol. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria hospitalization and medically significant), autoimmune disorder ("autoimmune disorder"), arthritis ("arthritis"), decreased appetite ("loss of appetite"), alopecia ("hair loss"), musculoskeletal pain ("joint and muscle pain"), gingival bleeding ("bleeding gums"), headache ("frequent headache"), numbness of extremities ("numbness in hands, arms, legs, feet"), dyspnoea ("breathing problems"), insomnia ("not sleeping good at night"), canker sores oral ("canker sores in mouth"), menorrhagia ("intense periods"), hypertension ("high blood pressure"), arthralgia ("hip pain"), canker sore ("canker snore"), muscular weakness ("hand weak"), dysmenorrhoea ("intense periods"), numbness ("numbness") and paraesthesia ("tingling in hands, arms, legs, feet") and was found to have antinuclear antibody increased ("ana levls high"), blood phosphorus decreased ("low phosphorus levels"), blood calcium increased ("elevated calcium levels"), the first episode of heart rate increased ("high pulse"), weight decreased ("weight loss") and the second episode of heart rate increased ("high pulse"). Essure treatment was not changed. At the time of the report, the back pain, autoimmune disorder, arthritis, decreased appetite, alopecia, musculoskeletal pain, gingival bleeding, headache, numbness of extremities, dyspnoea, insomnia, canker sores oral, antinuclear antibody increased, blood phosphorus decreased, blood calcium increased, hypertension, weight decreased, muscular weakness, the last episode of heart rate increased, dysmenorrhoea, numbness and paraesthesia outcome was unknown. The reporter considered alopecia, antinuclear antibody increased, arthralgia, arthritis, autoimmune disorder, back pain, blood calcium increased, blood phosphorus decreased, canker sores oral, decreased appetite, dysmenorrhoea, dyspnoea, gingival bleeding, headache, hypertension, insomnia, menorrhagia, muscular weakness, musculoskeletal pain, numbness of extremities, paraesthesia, weight decreased, the first episode of heart rate increased, canker sore, numbness and the second episode of heart rate increased to be related to essure. The reporter commented: ¿the seriousness criterion ¿hospitalisation¿ was reported, but not specified or assigned to one of the events¿ diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: ana titre came back positive. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query: new event tingling in hands, arms, legs, feet was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5099685) on 25-mar-2021. The most recent information was received on 06-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen sodium (aleve), paracetamol (tylenol) and salbutamol. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria hospitalization and medically significant), autoimmune disorder ("autoimmune disorder"), arthritis ("arthritis"), decreased appetite ("loss of appetite"), alopecia ("hair loss"), musculoskeletal pain ("joint and muscle pain"), gingival bleeding ("bleeding gums"), headache ("frequent headache"), numbness of extremities ("numbness in hands, arms, legs, feet"), dyspnoea ("breathing problems"), insomnia ("not sleeping good at night"), canker sores oral ("canker sores in mouth"), menorrhagia ("intense periods"), hypertension ("high blood pressure"), arthralgia ("hip pain"), canker sore ("canker snore"), muscular weakness ("hand weak"), dysmenorrhoea ("intense periods"), numbness ("numbness") and paraesthesia ("tingling in hands, arms, legs, feet") and was found to have antinuclear antibody increased ("ana levels high"), blood phosphorus decreased ("low phosphorus levels"), blood calcium increased ("elevated calcium levels"), the first episode of heart rate increased ("high pulse"), weight decreased ("weight loss") and the second episode of heart rate increased ("high pulse"). Essure treatment was not changed. At the time of the report, the back pain, autoimmune disorder, arthritis, decreased appetite, alopecia, musculoskeletal pain, gingival bleeding, headache, numbness of extremities, dyspnoea, insomnia, canker sores oral, antinuclear antibody increased, blood phosphorus decreased, blood calcium increased, hypertension, weight decreased, muscular weakness, the last episode of heart rate increased, dysmenorrhoea, numbness and paraesthesia outcome was unknown. The reporter considered alopecia, antinuclear antibody increased, arthralgia, arthritis, autoimmune disorder, back pain, blood calcium increased, blood phosphorus decreased, canker sores oral, decreased appetite, dysmenorrhoea, dyspnoea, gingival bleeding, headache, hypertension, insomnia, menorrhagia, muscular weakness, musculoskeletal pain, numbness of extremities, paraesthesia, weight decreased, the first episode of heart rate increased, canker sore, numbness and the second episode of heart rate increased to be related to essure. The reporter commented: ¿the seriousness criterion ¿hospitalisation¿ was reported, but not specified or assigned to one of the events¿ diagnostic results (normal ranges are provided in parenthesis if available): antinuclear antibody - on an unknown date: ana titre came back positive. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5099685) on 25-mar-2021. The most recent information was received on 13-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure inserted (lot no. Ess305,e01919) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hyperplasia endometrial, dysmenorrhea, lower abdominal pain, abdominal cramps, abnormal uterine bleeding and menorrhagia in 2022, endometriosis, ovarian cyst, dyspnea, pelvic pain and fibromyalgia in 2021, parity 1 and gravida ii in 2017 and overweight. Previously administered products included: nexplanon and mirena. Concomitant products included tylenol (paracetamol), aleve (naproxen sodium) and salbutamol. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criteria hospitalisation, medically important and intervention required), autoimmune disorder ("autoimmune disorder"), arthritis ("arthritis"), decreased appetite ("loss of appetite"), alopecia ("hair loss"), arthromyalgia ("joint and muscle pain"), gingival bleeding ("bleeding gums"), headache ("frequent headache"), numbness of extremities ("numbness in hands, arms, legs, feet"), dyspnoea ("breathing problems"), insomnia ("not sleeping good at night"), canker sores oral ("canker sores in mouth"), heavy menstrual bleeding ("intense periods"), hypertension ("high blood pressure"), pain in hip ("hip pain"), canker sore ("canker snore"), muscular weakness ("hand weak"), dysmenorrhoea ("intense periods"), numbness ("numbness") and paraesthesia ("tingling in hands, arms, legs, feet") and was found to have antinuclear antibody increased ("ana levls high"), blood phosphorus decreased ("low phosphorus levels"), blood calcium increased ("elevated calcium levels"), a first episode of heart rate increased ("high pulse"), weight decreased ("weight loss") and a second episode of heart rate increased ("high pulse"). The patient was treated with surgery (bilateral salpingectomy,hysteroscopy). At the time of the report, the outcomes for back pain, autoimmune disorder, arthritis, decreased appetite, alopecia, arthralgia, gingival bleeding, headache, numbness of extremities, dyspnoea, insomnia, aphthous ulcer, antinuclear antibody increased, blood phosphorus decreased, blood calcium increased, hypertension, weight decreased, muscular weakness, dysmenorrhoea, numbness, paraesthesia and the last episode of heart rate increased were unknown. The reporter considered alopecia, antinuclear antibody increased, canker sores oral, canker sore, arthromyalgia, pain in hip, arthritis, autoimmune disorder, back pain, blood calcium increased, blood phosphorus decreased, decreased appetite, dysmenorrhoea, dyspnoea, gingival bleeding, headache, the first episode of heart rate increased, the second episode of heart rate increased, heavy menstrual bleeding, hypertension, numbness of extremities, numbness, insomnia, muscular weakness, paraesthesia and weight decreased to be related to essure administration. The reporter commented: "the seriousness criterion "hospitalisation" was reported, but not specified or assigned to one of the events". Previously reported essure insertion date: (B)(6) 2017. Left side trailing coils: 1 coil. Right side trailing coils: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.616 kg/sqm. [Antinuclear antibody] (date unknown): ana titre came back positive. [Hysterosalpingogram] on (B)(6) 2018: clinical history: status post essure procedure performed. Complications: none. The patient tolerated the procedure well. Findings: uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes. There is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2022: specimens: uterus, cervix: endometrium, endometriosis of the cul de sack. Final diagnosis: uterus and cervix, total hysterectomy: adenomyosis. Endometrium featuring mid proliferative phase changes, negative for hyperplasia and malignancy. Uterine cervix with no diagnostic abnormality. Pelvis, caul de sac, lesion: fibrosis, inflammation and features compatible with endometriosis. Pre-op diagnosis: abnormal uterine bleeding. Gross description: no fallopian tubes or ovaries are seen. [Ultrasound pelvis] on (B)(6) 2021: impression: unremarkable pelvic ultrasound with normal uterus and bilateral ovaries. Essure coils in bilateral horns. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: reporter and patient information, medical history, lab data, lot no., expiry date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5099685) on 25-mar-2021. The most recent information was received on 11-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("lower back pain") in an adult female patient who had essure inserted (lot no. E01919) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hyperplasia endometrial, dysmenorrhea, lower abdominal pain, abdominal cramps, abnormal uterine bleeding and menorrhagia in 2022, endometriosis, ovarian cyst, dyspnea, pelvic pain and fibromyalgia in 2021, parity 1 and gravida ii in 2017 and overweight. Previously administered products included: nexplanon and mirena. Concomitant products included tylenol (paracetamol), aleve (naproxen sodium) and salbutamol. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criteria hospitalisation, medically important and intervention required), autoimmune disorder ("autoimmune disorder"), arthritis ("arthritis"), decreased appetite ("loss of appetite"), alopecia ("hair loss"), arthromyalgia ("joint and muscle pain"), gingival bleeding ("bleeding gums"), headache ("frequent headache"), numbness of extremities ("numbness in hands, arms, legs, feet"), dyspnoea ("breathing problems"), insomnia ("not sleeping good at night"), canker sores oral ("canker sores in mouth"), heavy menstrual bleeding ("intense periods"), hypertension ("high blood pressure"), pain in hip ("hip pain"), canker sore ("canker snore"), muscular weakness ("hand weak"), dysmenorrhoea ("intense periods"), numbness ("numbness") and paraesthesia ("tingling in hands, arms, legs, feet") and was found to have antinuclear antibody increased ("ana levls high"), blood phosphorus decreased ("low phosphorus levels"), blood calcium increased ("elevated calcium levels"), a first episode of heart rate increased ("high pulse"), weight decreased ("weight loss") and a second episode of heart rate increased ("high pulse"). The patient was treated with surgery (bilateral salpingectomy,hysteroscopy). At the time of the report, the outcomes for back pain, autoimmune disorder, arthritis, decreased appetite, alopecia, arthralgia, gingival bleeding, headache, numbness of extremities, dyspnoea, insomnia, aphthous ulcer, antinuclear antibody increased, blood phosphorus decreased, blood calcium increased, hypertension, weight decreased, muscular weakness, dysmenorrhoea, numbness, paraesthesia and the last episode of heart rate increased were unknown. The reporter considered alopecia, antinuclear antibody increased, canker sores oral, canker sore, arthromyalgia, pain in hip, arthritis, autoimmune disorder, back pain, blood calcium increased, blood phosphorus decreased, decreased appetite, dysmenorrhoea, dyspnoea, gingival bleeding, headache, the first episode of heart rate increased, the second episode of heart rate increased, heavy menstrual bleeding, hypertension, numbness of extremities, numbness, insomnia, muscular weakness, paraesthesia and weight decreased to be related to essure administration. The reporter commented: ¿the seriousness criterion ¿hospitalisation¿ was reported, but not specified or assigned to one of the events.¿ previously reported essure insertion date : (B)(6) 2017; left side trailing coils: 1 coil; right side trailing coils: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.616 kg/sqm. [Antinuclear antibody] (date unknown): ana titre came back positive [hysterosalpingogram] on (B)(6) 2018: clinical history: status post essure procedure performed. Complications: none. The patient tolerated the procedure well. Findings: uterus: bilateral essure in place. Fallopian tubes: no filling of contrast in both fallopian tubes. There is no intraperitoneal contrast identified bilaterally. Impression: bilateral blocked fallopian tubes consistent with proper essure placement. [Pathology test] on (B)(6) 2022: specimens a uterus, cervix b endometrium, endometriosis of the cul de sack final diagnosis a. Uterus and cervix, total hysterectomy: adenomyosis. Endometrium featuring mid proliferative phase changes, negative for hyperplasia and malignancy. Uterine cervix with no diagnostic abnormality. B. Pelvis, caul de sac, lesion: fibrosis, inflammation and features compatible with endometriosis. Pre-op diagnosis: abnormal uterine bleeding gross description: no fallopian tubes or ovaries are seen [ultrasound pelvis] on (B)(6) 2021: impression: unremarkable pelvic ultrasound with normal uterus and bilateral ovaries. Essure coils in bilateral horns. Lot number: e01919, manufacture date: 2015-06, expiration date: 2018-06-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.